Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Visual inspection showed no signs of burned marks or melted area on back of unit. Ventilator passed all testing.

Event description:
The customer reported the back of model palmtop ventilator revel appears to be melted in one area. At this time, it is unknown if there was any patient involvement associated with the reported issue.